Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9114958. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-24. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9114958. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32 g 6 mm 3b tw 100 CT us was not dispensing insulin during priming. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 320749 batch no.: 9114958, unknown. It was reported the needle is not dispensing the insulin during priming. Issue: consumer reported needle is not dispensed the insulin during the priming. 7th worked. She does not know if it is a pen humalin or if its the bd micro fine pen needle. Issue: consumer reported needle did not dispensed the insulin during the priming has happened in the past with different box. Consumer uses new needle each time of her injection. She visually tests the needle to see if it is straight, explained the reason why to visually test the needle to see if it is straight. She does the priming. She tightens the pen needle during attachment. Explained not to tighten too tightly. Advised her to save the sample if reoccurs. Offered to send the voucher. If she thinks its the pen, she can call the manufacturers of the pen.